Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported an implant fracture by the implant body. The process was not completed with another implant. Only the upper part was returned, the lower part was not removed due to implant position and was put to sleep. Pain and inflammation were reported as a result of the event.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) oss310, (osseotite implant 3.75 x 10mm) for evaluation. Visual evaluation was performed, the implant has signs of use. The implant had bone debris on external threads. The implant was fractured at the body. Device history record (DHR) review was completed for the subject lot number 2019072150. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2019072150 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors - occlusal loading. Therefore, based on the available information, a device malfunction did occur. The implant was fractured at the body. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b5: describe event or problem g6: type of report h2: type of reportable event: corrected h2: follow up type h10: additional narrative.

Event description:
No further event information is available at the time of this report.